Event description:
It was reported that the c mode settings were causing diskinesia and that the patient's left foot was immobilized. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up from the health care provider reported, the cause of the event was progression of the disease and patient use of alternate program. Impedances were normal. Patient had been utilizing two programs, one for "walking" and one for "talking." The "walking" program was reprogrammed with good results. Up until the time of reprogramming the patient had been using "walking" for improved mobility and "talking" for his normal setting. Signs and symptoms associated with the reported event was dyskinesia. The patient did not require hospitalization due to the event. Patient had been using only the high current "walking" program all the time. The two programs were now in closer proximity of current with the "walking" program having more voltage and same pulse width. No further information was reported.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# j0555189v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0546484v, implanted: (B)(6) 2005, product type: lead. For use by user facility/importer(devices only). (B)(4).